Event description:
The following has been reported: during provisioning fresenius kabi rep reported repeated pump problem alarm. He power cycled the pump several times, alarm returned when pump is restarted. Pre go live so no patient harm. A preliminary review of the logs has identified the following issue: sensor hardware failure (ambient sensor). An active infusion was not delayed per the logs. Reporting due to the referenced issue. No adverse effects were reported. Pump was returned; fresenius kabi investigator found during investigation on 04/24/2024 that the pump had a set ID sensor that was not working properly. Complaint confirmed - set ID and bubble detector assembly. Front o-ring seal. Upon investigation of this complaint, the pump problem alarm popped up once the unit was turned on. An internal investigation of the device revealed the resistor motor needed to be reseated to home position. It was also noted that the front o-ring seal was not seating properly in the one corner by the power button. After internal investigation, the pump was turned back on and pump alarm was no longer an issue. Pump failed the final acceptance test and needs a new set ID and bubble detector assembly. The set ID and bubble detector assembly will be replaced during repair. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.